Event description:
It was reported that the patient's device was removed as "it stopped working for me." The event was noted to have started 9 months prior. The device was not replaced. There were no injuries and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 39565-30 lot#, serial# (B)(4) implanted: 2009 (B)(6), explanted: product type lead product ID 37752 lot#, serial# (B)(4) implanted: explanted: product type recharger product ID 37743 lot#, serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3708140 lot#, serial# (B)(4) implanted: 2009 (B)(6), explanted: product type extension product ID 3708140 lot#, serial# (B)(4) implanted: 2009 (B)(6), explanted: product type extension product ID 3550-39, lot# serial# unknown implanted: explanted: product type accessory product ID 3550-39 lot#, serial# unknown implanted: explanted: product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator, serial no. (B)(4), revealed no significant anomalies. The battery was overdischarged and permanently damaged though. Analysis of the extension, serial no. (B)(4), found no significant anomalies. The body was cut through, and the product segmented. Analysis of the extension, serial no. (B)(4), found no significant anomalies. The body was cut through, and the product segmented. Analysis of the lead, serial no. (B)(4), found no significant anomalies. The lead body was cut through, and the product segmented. Analysis of two anchors, serial/lot nos. Unknown, found no anomalies in either anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.